Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pocket infection was observed. Puss was coming from pocket and device eroded through pocket on (B)(6) 2019, the system was explanted. It is not known what is the source of the infection. The patient condition is stable.